Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) had the customer change the monopolar pen to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause is likely traced to a defective monopolar pen.

Event description:
It was reported that during a da vinci-assisted surgical procedure that monopolar energy activated on its own from surgeon side console (ssc1). The intuitive tech support engineer (tse) asked if the ssc foot pedal was blocked, which it was not. The tse checked the system logs and found no errors. The tse asked if there was a monopolar pen inserted into the integrated electrosurgical unit (iesu) or erbe generator socket, which there was in the bottom port. The tse recommended checking or replacing the monopolar device. The procedure was being completed as planned, with no reports of patient injury.